Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with missing retainer ring and reservoir tube lip o ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p cap or reservoir will not lock properly due to missing retainer. Unit received with cracked case on the back at the battery tube area.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.